Manufacturer narrative:
The device was returned to baxter and an evaluation was completed. A review of the event log was performed. There were no system errors identified on the reported occurrence date but the following alarms were noted: a system error 2044 on the eve of the reported occurrence date, system error 1087, reload the set 202, low drain volume (ldv) alarm, check heater line alarm, and low uf alarm. A visual inspection was performed with no issues noted. The device was determined to meet functional and electrical performance specification requirements. Calibration tests were performed with no issues noted and the device successfully performed a simulated therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) pro machine experienced an unknown system error (se) alarm. This occurred during an unknown step of peritoneal dialysis (pd) therapy. Patient connection at the time of the alarm is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation, the reported problem was determined to be a system error 2044 alarm. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.